Manufacturer narrative:
The complaint of no flow / can't prime / difficult to prime on item 011-d1000 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history record was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.

Event description:
On an unspecified date, a tego® connector reportedly clogged during a hemodialysis session. There was no report of any human harm.

Manufacturer narrative:
Corrected reporting become aware date. The reporting become aware date has been corrected from 11/14/2024 to 7/14/2025. Emdr due date corrected from 12/14/2024 to 8/13/2025.